Event description:
Boston scientific received information that following two unsuccessful shocks during a non-invasive programmed stimulation (nips) with this cardiac resynchronization therapy defibrillator (crt-d), implantable defibrillation lead and sub-q array, a pop noise was heard and then a shock lead shorted fault message was observed. Boston scientific technical services (ts) recommended device and lead replacement. An invasive procedure was performed. The device was explanted and replaced and the lead and sub-q array were surgically abandoned and replaced. No additional adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the crt-d identified scratches on the device case and body fluid contamination in the lead barrels. Review of device memory found a shorted lead fault, a leakage on lead fault and two charge time exceeded fault messages. An x-ray of the device revealed that the internal high voltage fuse was damaged (i.e., no longer intact). The damage to the fuse most likely occurred during shock delivery that resulted in the shorted shock lead fault. The damage to the high voltage fuse prevented any subsequent charging of the high voltage capacitors and delivery of shock therapy. As a result, the third high voltage charge attempt caused the device to declare eol because it could not successfully complete charging within 30 seconds, despite the fact that significant battery voltage and capacity remained.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.